Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had damaged. Customer blood glucose value was unknown at the time of incidence. Customer stated plastic on battery cap was broken also reservoir cap was chipped. Customer also reported that rubber ring fell off of the insulin pump and scratches on screen. The device will not be returned for analysis.